Manufacturer narrative:
Batch review performed on 13 may 2019 lot 188638: (B)(4) items manufactured and released on 06-feb-2019. Expiration date: 2024-01-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Instrument involved in the issue: versafitcup general 01.26.10.0062 versafitcup cc cup impactor, lot 1753222: (B)(4) items manufactured and released on 22-feb-2018. No anomalies found related to the problem. To date, no similar event has been reported. Visual inspection performed by r&d (B)(4): the handle was stuck in the cup, it was necessary to block the cup in a clamp to disassembly the pieces. It might be possible that micro-deformations of the threads (cup and handle) caused by an improper use of the instrument (e.g. Cup repositioning) blocked the cup, but it could not be confirmed.

Event description:
After impacting the cup, the surgeon could not remove the straight cup impactor. He had to take the implant out and to use back-up cup with a back-up instrument. The surgery was completed successfully.